Event description:
An ophthalmologist reported a case of strong postoperative inflammation following an intraocular lens (iol) implant procedure. Medication was administered and the symptoms recovered. Additional information was requested.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: : the product was returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).